Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument the customer provided data. The cse cleaned salt from the ion-selective electrode (ise) module, replaced both the ise valves and installed a new chloride electrode and ise seals. The cse ran calibrations and coefficient of variation (cv) checks, which were acceptable. During the follow-up visits, the cse performed cv checks and precision testing, which were acceptable. The cse inspected the ise module, performed calibration and ran quality controls, which were acceptable. The cause of the discordant, falsely low chloride results and falsely elevated anion gaps on multiple patient samples is unknown. Siemens healthcare diagnostics is investigating the issue. This instrument is performing according to specifications.

Event description:
Discordant, falsely low advia chemistry electrode chloride (cl) results were obtained on multiple patient samples when using lot # 1601 for testing. Additionally, discordant, falsely elevated anion gaps were calculated for the patient samples. The customer provided the examples of the discordant results from one of their advia chemistry instruments. The discordant chloride results and anion gaps were reported to the physician(s). The samples were repeated and the results were higher for chloride. The customer recalculated the anion gaps based on the repeat chloride results, which were lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low chloride results and falsely elevated anion gaps.

Manufacturer narrative:
The initial MDR 2432235-2016-00326 was filed on june 15, 2016. Additional information (08/05/2016): a siemens headquarters support center (hsc) specialist reviewed the service data, where troubleshooting had been performed for the chloride electrode and ion selective electrode module. The hsc specialist could not determine the cause of the discordant, falsely low chloride results and falsely elevated anion gaps on patient samples. The hsc specialist then reviewed the product performance data for advia 1800 chloride electrodes and determined that chloride electrodes are within range for normal expected failure specifications. This instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2016-00326 was filed on june 15, 2016. The first supplemental MDR 2432235-2016-00326_s1 was filed on august 19, 2016. Corrected information (05/22/2017): upon further review it was noted that the initial MDR 2432235-2016-00326 filed on june 15, 2016 had the incorrect manufacturing site/address listed.